Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a hysterectomy, right salpingo-oophorectomy and sling procedure on (B)(6) 2006. The patient experienced extrusion of the mesh into the vagina which was discovered by the patient on (B)(6) 2010. No additional information is available.